Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump alarmed motor error. The customer¿s blood glucose level was 456 mg/dl. The customer was using manual injection. The insulin pump asked her to rewind, she couldn't press the center button. Customer reported that they are unsure if the drive support cap was protruded, loose, sticking out or flush. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to clear the alarm. Customer was able to complete pump rewind. The customer declined troubleshooting. The insulin pump will be returned for analysis.